Manufacturer narrative:
Visual examination confirms the superior tang is broken; the broken piece is missing, and not returned for analysis. Microscopic ex amination of the fracture surface reveals a quasi-brittle fracture, with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. The nature and location of the fracture surface is consistent with failure due to insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation. The above observations are consistent with insufficient vertebral endplate preparation, resulting in a bend stress overload condition and the foregoing event.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the inserter was broken during use. Although the instrument was used intraoperatively, no patient injury was reported.